Event description:
It was reported that the device was used during a thyroidectomy procedure. The device would not seal off a bleeder and there was no alarm sound. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.